Event description:
It was reported that the patient presented remotely via merlin.net transmission after an episode of non-sustained right ventricular oversensing observed on the right ventricular lead. The patient would continue to be monitored as it was a single occurrence. The patient was not symptomatic to the oversensing.